Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and clonidine via an implantable pump. Indications for use included non-malignant pain and degenerative disc disease. On an unspecified date in (B)(6) 2015, the audible pump alarm for end of service (eos) was heard; the patient postponed pump replacement at that time. On (B)(6) 2015, the patient went through sudden onset withdrawal, due to the eos. The patient saw a company representative in the first couple of weeks of (B)(6) 2015, informed them of the eos and withdrawal, and was physician listings were provided. The week after (B)(6) 2015, the patient saw a follow-up physician, but eos and withdrawal had already occurred. Additional information regarding troubleshooting, and actions/interventions related to the withdrawal and eos, as well as the cause of the eos was requested. If additional information is received, it will be added to the report. On (B)(6) 2015, additional information received from the hcp reported that the patient was seen one time, on (B)(6) 2015, and never followed up. On (B)(6) 2015, information from an healthcare provider (hcp), via a company representative, reported that the patient was marked as a potential replacement in (B)(6) 2015, as well as "marked as going to implant" on (B)(6) 2015. The hcp stated that the patient "just left and never gave word of what they were doing, and never came back." No additional information was provided.